Event description:
The button that locks the drill bits into the handle fell off into the pt during a mandible osteotomy surgery. The button was recovered.

Manufacturer narrative:
In relationship to the event description it is possible that the clip was bent out of its form. So it is most likely that the clip was deformed. In this case, the clip didn't hold longer on the screwdriver tip. The IFU contains a reference that the instruments must be inspected before surgery and provided cleaning and sterilization guidelines.